Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient had syncopal episodes and sinus bradycardia during sensing. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.